Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the fourth event reported for this lot number to date. The device was returned for evaluation. Evaluation of the returned sample identified that no external packaging was returned. The sleeve and shipping mandrel was returned. The shipping mandrel is inside the sleeve and there is two kinks evident on the sleeve. There were no visual defects noted to the hub and distal tip. There was one mild bend noted along the hypotube. The inner has detached from the re-port and is also stretched. The balloon and outer are separated at the proximal bond. The result of the investigation is confirmed. It was reported that the device broke when removing the balloon sleeve. Evaluation of the returned sample confirms that the device is broken at the proximal bond and also the inner has detached completely from the device. Based upon the available information a definitive root cause has not been determined. It is unknown whether handling techniques contributed to the reported event. Based on trending analysis performed no additional action is required at this time. The IFU states: description: the sleek® percutaneous transluminal angioplasty (pta) peripheral catheter family comprise a range of sizes of rapid exchange catheters for peripheral angioplasty. The catheters proximal tubing is 304v stainless steel and the distal coaxial tubings are nylon co-polymer blend. The lumen of the shaft is used for the purpose of inflating and deflating the balloon. A second lumen at the tip is used for advancing the guidewire. Indications: the sleek® catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. Warnings: reuse, resterilization, reprocessing and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions: carefully inspect the catheter prior to use to verify that the catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. If the hypotube kinks prior to or during use the catheter should be discarded. No attempt should be made to straighten a kink in the hypotube. Storage: store in a cool, dark, dry place. Use the catheter prior to the 'use by' date specified on the package directions for use: inspection and preparation remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. (B)(4).

Event description:
It was reported that the device broke when removing the balloon sleeve. The device was handled according to the IFU. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the device from the box, pouch or hoop. It is unknown if the mandrel was removed from the device and unknown if the balloon sleeve was removed from the device. It is unknown if any kinks were noted prior to use. The target lesion was the anterior tibial artery. The lesion was mildly calcified and moderately tortuous. The rate of stenosis was 99%. A 4.5frparent, medikit introducer sheath and chevalier 14 floppy, fmd/cruise, st. Jude medical guidewire were used. An ipsilateral approach was made. A micro catheter and guidewire were inserted. The guidewire crossed the lesion. The complaint device was then removed from packaging. However the shaft of the device broke when removing the balloon sleeve. It is unknown if force was required at any time. Another device of the same size was used to complete the procedure successfully. There was no patient involvement and therefore no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of the device is pending. The investigation is currently in progress. Not returned.

Event description:
It was reported that the device broke when removing the balloon sleeve. The target lesion was the anterior tibial artery. The lesion was mildly calcified and moderately tortuous. The rate of stenosis was 99%. A 4.5fr parent, medikit introducer sheath and chevalier 14 floppy, fmd/cruise, st. Jude medical guidewire were used. An ipsilateral approach was made. A micro catheter and guidewire were inserted. The guidewire crossed the lesion. The complaint device was then removed from packaging. However the shaft of the device broke when removing the balloon sleeve. Another device of the same size was used to complete the procedure successfully. There was no patient injury reported.